Manufacturer narrative:
The manufacturer's investigation is on-going and further information will be provided once the investigation has completed.

Event description:
It was reported that the customer is assuming inaccurate targeting/inaccuracy of the system.